Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer received a low reservoir alert when the insulin pump still had 2.5 ml left of vial. The customer reported that there was an open circle on the status bar. She also reported a hospitalization because of heart attack she had. A no delivery alarm was received when there was still 1 ml of vial left. Actual blood glucose level was not reported. The product was not returned. Nothing further to report.